Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap disinfectant disconnect cap was leaking which resulted in an unspecified infection. The leak was observed during use of the device for peritoneal dialysis (pd) therapy. On an unspecified date, the patient was hospitalized with the infection. Treatment and outcome are unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
H10:the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.